Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, tubing burst in the CT room, causing the prn cap to fly off. The physical device cannot be returned. No photos are available. A green claim is required, along with a response letter to the complaint; a complaint acknowledgment letter is not required.